Event description:
It was reported that during a lap nephrectomy procedure, the device's reloads were loose when they went to fire on the renal artery. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.